Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker detected an abrupt change in right ventricular (rv) lead impedance measurements. Boston scientific technical services (ts) suspects that the transient impedance jumps are a result of axial/radial motion of the lead within the header as described in the (B)(6) 2017 minute ventilation signal oversensing advisory notice. Ts recommended isometrics and pocket manipulations to rule out a lead integrity issue as well as device reprogramming considerations. No adverse patient effects were reported. The device remains in service.